Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On of (B)(6) 2024, during a regular follow up, the physician found episodes dated of (B)(6) 2023 at 11:34 with oversensing regular pulsed noise with a period of 125ms. Noise inhibits the stimulation (100% vp). Patient has got implanted two medtronic leads (capsure) since 2007 with stable electrical parameters.